Event description:
This customer reports they have been using the low profile neuro cranial bone screw system for years. It was reported by the customer they had a lot of problems with broken screw tips during the last usage. This report is for an unknown quantity, part, and lot number of screws this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity, part, and lot number of screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.